Event description:
The customer reported that the rubber adhesive section of the distal end peeled off on the flex 3d deflectable videoscope. The issue was identified during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name: international cancer medical and research center, kobe university hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.